Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon inspection, the belt was found to have damaged cable. The +5 v line in the trunk cable was shorted to ground. The internal short caused the monitor to reset when the belt was plugged in. Puncture marks were found in the trunk cable connector, however, it cannot be determined if the connector damage caused the internal short. The root cause of the shorted line cannot be positively identified. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) old, female, pt's husband, contacted zoll lifcor customer support service to report the device keeps going off and there are no alarms or messages to indicate the reason. The pt was provided with a replacement monitor.